Event description:
It was reported that the patient was revised due to loose competitor cup. The x-rays appeared to be a stryker stem but was not confirmed. The head was the only stryker device being removed. Morse taper adapter and c-taper head was used as replacement. No issue was noted with the stryker head. The surgeon noticed tissue discoloration near the stem area. No details available for 1st revision which may have been competitor product.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a loose competitor shell involving a morse taper cocr head mm was reported. It was reported that the patient was revised due to a loose competitor cup. It was stated that ¿no issue was noted with the stryker head

Event description:
It was reported that the patient was revised due to loose competitor cup. The x-rays appeared to be a stryker stem but was not confirmed. The head was the only stryker device being removed. Morse taper adapter and c-taper head was used as replacement. No issue was noted with the stryker head. The surgeon noticed tissue discoloration near the stem area. No details available for 1st revision which may have been competitor product.